Event description:
Complaintnat alleged that during a training session by facility staff, the device shut down inappropriately after 60 minutes of being on battery power. Complainant indicated that there was no patient invovement in the reported malfunction.